Event description:
It was reported that during follow up, noise was observed. During lead revision, externalized conductors were observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.